Event description:
Reporter indicated that a dell handheld programming computer will not hold a charge. The handheld will reportedly lose its charge after use on every other pt. Good faith attempts for the return of the device have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.